Event description:
It was reported that the patient was experiencing acute neuropathic pain at the ipg site. The patient underwent a revision procedure to reposition the patient ipg to the abdomen. The patient is doing well post-operatively.